Event description:
Information received from (B)(4) affiliates. Suspension arm broken. No injuries. Operator reports that after reloading the injector, was preparing to approach the injector to the patient, and that time the arm with the injector mounted to the ceiling has caved in. No further information available at this time. Follow-up information is requested with investigation.